Manufacturer narrative:
(B)(4). Review of information as reported, review of the device history records and complaint history records associated with lot sp100318. Review of lot processing history and complaint history records for lot sp100318 was unremarkable. There were no processing deviations or nonconformance related to the nature of this complaint and the lot met qc criteria for release, including mechanical testing results. As of 06/28/2017, no other complaint has been reported to lifecell against lot sp100318. As of 05/01/2017, of the (B)(4) devices released to finished goods for lot sp100318, (B)(4) devices were distributed with (B)(4) devices reported to be implanted. As per the surgeon, the event is due to the patient's noncompliance. The event is unlikely due to strattice. Seroma is a documented complication associated with implant-based surgery with or without the use of strattice. Based on our internal review of the device processing history, the lot was aseptically processed, terminally sterilized within process parameters, and met qc release criteria. There was no nonconformance or deviations encountered in association with the event. No other complaint was reported against the lot.

Event description:
This is follow up report #1 and refers to device #1, sp100318-202, which is associated with the same patient referenced in mdr1000306051-2017-00039 for device #2, sp100494-110. It was initially reported that a female patient underwent ventral hernia repair with strattice on (B)(6) 2017. On (B)(6) 2017, the surgeon removed the strattice mesh due to a surgical site infection. The surgeon replaced the explanted mesh with another strattice mesh. As per this follow up, on (B)(6) 2017, there was notable seroma development. On (B)(6) 2017, the patient was sent to ir and a drain was placed. On (B)(6) 2017, the drain that was placed by ir was not draining. The patient was taken back to surgery, for removal, washout, and replacement with strattice lot# sp100494-110. The surgeon also reported the patient had been non-compliant on this first surgery recovery.

Manufacturer narrative:
Method of evaluation: actual device not evaluated. Manufacturing review. Review of information as reported, review of the device history records and complaint history records associated with lot sp100318. Results of evaluation: no failure detected. - review of lot processing history and complaint history records for lot sp100318 was unremarkable. There were no processing deviations or nonconformance related to the nature of this complaint and the lot met qc criteria for release, including mechanical testing results. - as of 05/03/2017, no other complaint has been reported to lifecell against lot sp100318. - as of 05/01/2017, of the (B)(4) devices released to finished goods for lot sp100318, (B)(4) devices were distributed with (B)(4) devices reported to be implanted. Evaluation conclusion: device not returned. No failure detected. The event is unlikely related to strattice. No culture testing results were provided and no product was returned for evaluation. Based on our internal review of the device processing history, the lot met qc criteria for product release. The lot was aseptically processed and terminally sterilized within process parameters. There was no nonconformance or deviations encountered in association with the event. No other complaint was reported against the lot. Should additional clinical information be received, a follow up report will be submitted accordingly. Device not returned for evaluation.

Event description:
It was reported that a female patient underwent ventral hernia repair with strattice on (B)(6) 2017. On (B)(6) 2017, the surgeon removed the strattice mesh due to a surgical site infection. The surgeon replaced the explanted mesh with another strattice mesh.